Event description:
Customer reported that the pump began burning and melting while it was charging using tandem charging supplies. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the return of the defective pump and the tandem charging supplies, and provided a replacement pump with updated software. The customer was informed about using a backup therapy to ensure uninterrupted insulin delivery, and was instructed on shipping the faulty device back to avoid charges. The customer was also advised on programming the settings and connecting the continuous glucose monitor to the replacement pump.